Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red round like streak on their skin which broke and started bleeding today. There was no alleged device malfunction contributing to the open wound. The home health nurse applied a cream for the open wound. Follow up indicated that the open wound improved.